Manufacturer narrative:
Device evaluated summary- visual and optical inspection confirmed the hex screw was returned damaged. A portion of the screw has been sheared off. This type of damage is consistent with torsional overload. Additional information d9, g3, h3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Similar device with product ID: 7753500 and 510(k)#: k082728; UDI#: (B)(4) is marketed in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with ossification of the posterior longitudinal ligament of the cervical spine involved in posterior cervical fusion procedure. It was reported that during procedure, at final tightening, the lower thread part remained in the screw head and was placed inside the body. The implant broke and thread part at the bottom of the set screw remained in the screw head, fragment left in the patient's body. Explanted partially. Product was used correctly according to the directions given in the IFU/labeling. On 2021-jan-29, received additional information that there was no malfunction with the crosslink and screw connector. With the reported mas set screw, the thread part was remained in the patient; the upper crown part was removed. There was no revision surgery planned/scheduled. There was no delay in overall procedure time. Further, there were no patient symptoms or complications reported as a result of the event.